Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in the severely calcified and moderately tortuous right coronary artery. The physician tried to introduce a 3.50x24mm taxus express2 drug eluting stent and the stent strut was flared. The procedure was completed with another of the same device. The patient status is good with no complications reported.